Manufacturer narrative:
Additional information revealed, event occurred prior to usage. And the incident was resolved by replacing equipment.

Manufacturer narrative:
Device 510 k number, UDI, and catalog number are unavailable at this time.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave an "aviso rev 0" alarm message. It is unknown if there was a patient involved during this event.

Manufacturer narrative:
Other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A functional testing was performed to investigate the reported issue and it was confirmed. The pump was found to be displaying "service due" alarm message on power up when batteries were inserted. It was found that the internal real time clock lithium battery had reached the level at which clock battery service due was required. Clock lithium battery will be replaced.